Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2011. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Dyspareunia. It was reported that the patient had the mesh removed on (B)(6) 2011 due to pain, erosion, incontinence, urinary tract infections and dyspareunia.

Manufacturer narrative:
It was reported that the patient concurrently underwent a & p colporrhaphy.

Event description:
It was reported that the patient concurrently underwent a & p colporrhaphy.

Manufacturer narrative:
Date sent to the FDA: 06/20/2012. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.